Event description:
Very critical pt who was just intubated. Unable to improve sats. Pt on oscillator. It was noted that EKG rhythm strip had more qrs than EKG heart rate number. EKG rhythm strip showed hr 140-150 while heart rate number was in 60s. Pulse on pulse ox was 109. It was then noted that EKG rhythm strip appeared to be frozen and was then unfroze. Heart rate now in the 50s and EKG rhythm strip showing bradycardia. Compressions started and epinephrine given. Pt coded for about 5 minutes before heart rate returned. Unsure how EKG rhythm strip became frozen. Other: (B)(4).